Manufacturer narrative:
Follow-up #2 date of submission 03/16/2016-correction to device analysis:the previous product analysis report of a u39 component failure was reported in error. The following correction was made to the product analysis findings:during testing, the pump was powered on and immediately emitted a cs 069 call service alarm; the complaint was duplicated. The pump casing was removed, and no intermittent conditions were found on the printed circuit board. Further analysis revealed a failure of the eeprom (erasable programmable read only memory).

Manufacturer narrative:
A call service 69 alarm was reproduced during the rewind step. The failure is defined as a language file corruption while retrieving the language text. The failure was written as a call service 87 failure in the pump's black box. The error is resident to a flash chip in the pump. The battery compartment was found to be cracked.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.